Manufacturer narrative:
The device has been returned to olympus. Once the device is evaluated, a follow up report will be submitted with results of the device evaluation.

Event description:
Olympus was informed that a customer inspected their stock of the uropass, model 61254bx, device and observed the tip of the device broken while still in the package. The device was not used in a procedure.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the device evaluation. Updates to sections h3 and h6. The product was returned in the original tyvek packaging, still sealed. It was confirmed that the tip of the device was broken and that there were no breaches in the sealed packaging. The rest of the product appeared to remain intact and undamaged.